Event description:
It was reported that the patient presented in the emergency room with complaints of twitching by the pacemaker pocket. Interrogation revealed complete atrial under sensing suggestive of dislodgement of the right atrial (ra) lead which was confirmed by imaging. Programming changes were made. The atrial lead was explanted and replaced successfully. The patient was stable and discharged.

Manufacturer narrative:
The reported events were dislodgement, under-sensing, inadequate capture and muscle stimulation. A complete lead was returned in one piece for analysis. The reported events of under-sensing and inadequate capture were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead found the helix was retracted and clogged with blood/tissue. X-ray examination found no anomalies to the lead body. After cleaning, the helix was able to be extended and retracted when torque applied directly to the connector pin. The measured full helix extension length was within product specification.